Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing. Technical services (ts) reviewed device data and indicated that there were some premature ventricular contractions (pvcs) and the device was operating appropriately. This device remains in service. No adverse patient effects were reported. Additional information was received that this crt-d exhibited a low biventricular pacing percentage. Ts reviewed the most recent presenting electrogram (egm) and noted some intermittent right atrial (ra) undersensing and left sided intermittent conduction. Ts noted that if the ra undersening is resolved then the atrial-ventricular delay should start and employ normal biventricular pacing and explained the trigger pacing function and counts as well. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: bsc aware date. If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing. Technical services (ts) reviewed device data and indicated that there were some premature ventricular contractions (pvcs) and the device was operating appropriately. This device remains in service. No adverse patient effects were reported. Additional information was received that this crt-d exhibited a low biventricular pacing percentage. Ts reviewed the most recent presenting electrogram (egm) and noted some intermittent right atrial (ra) undersensing and left sided intermittent conduction. Ts noted that if the ra undersening is resolved then the atrial-ventricular delay should start and employ normal biventricular pacing and explained the trigger pacing function and counts as well. This device remains in service. No adverse patient effects were reported.